Event description:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("migration of left implant") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below the patient's past medical history included multigravida (g4) and parity 4. Concomitant products included levonorgestrel (mirena). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and procedural pain ("visual analogue scale (vas) pain 4"). The patient was treated with surgery (laparoscopy: left implant was not found. Filshie clips performed). At the time of the report, the device dislocation and procedural pain outcome was unknown. The reporter provided no causality assessment for device dislocation and procedural pain with essure. The reporter commented: essure procedure was easy. Visual analogue scale (vas) pain was 4. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on an unknown date: right implant in situ, but left was not found. Ultrasound scan - on an unknown date: left implant was not visible. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 02-oct-2017 for the following meddra preferred term: device dislocation. The analysis in the global safety database revealed 1706 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("migration of left implant (implants located distally between each other, distance 68 mm)") in a (B)(6) -year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida (g4) and parity 4. Concomitant products included levonorgestrel (mirena). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and procedural pain ("visual analogue scale (vas) pain 4"). The patient was treated with surgery (laparoscopy: left implant was not found. Filshie clips performed). At the time of the report, the device dislocation and procedural pain outcome was unknown. The reporter provided no causality assessment for device dislocation and procedural pain with essure. The reporter commented: essure procedure was easy. Visual analogue scale (vas) pain was 4. Contraception effect could not be reliable, so hormonal intrauterine system was inserted. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on an unknown date: right implant in situ, but left was not found ultrasound scan - on an unknown date: left implant was not visible x-ray - on an unknown date: implants located distally between each other 68mm location can not be defined by x-ray but perforation was not suspected because the patient has not symptoms. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 22-nov-2017 for the following meddra preferred term: device dislocation. The analysis in the global safety database revealed 2.469 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 21-nov-2017: lot number is unknown. Native x-ray of abdomen was taken: implants located distally between each other, distance 68 mm. Location can not be defined by x-ray but perforation was not suspected because the patient has not symptoms. Contraception effect could not be reliable, so hormonal intrauterine system was inserted. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.